Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed three times. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed three times. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the device was completely removed, and it did not detach inside the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed three times. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the device was completely removed, and it did not detach inside the patient's body.